Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could be confirmed. A force transmitting component was found to be broken which made successful stent deployment impossible. The condition of the device indicates the presence of high release force. Increased friction in the distal catheter section led to increased release force and subsequent breakage of the force transmitting component. Potential contributing factors to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the lesion had been pre-dilated. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Event description:
It was reported that during a stent placement procedure in a pre-dilated sfa lesion via common femoral artery access, the stent could not be deployed properly. The delivery system was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to bard.

Event description:
It was reported that during a stent placement procedure in a pre-dilated sfa lesion via common femoral artery access, the stent could not be deployed properly. The delivery system was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.